Manufacturer narrative:
The tech found the mounting pin for the latch was missing. He replaced the mounting pin to repair the bed.

Event description:
Info received indicates the siderail falls down and will not stay up.